Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu2704 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the triple lumen was placed in a patient and the patient had a CT with contrast later. It was stated the bedside nurse noticed a split in the catheter while removing/dcing the line. The split was in the white lumen, outside of the patients arm, by the suture hub within 4cm of the hub. The patient had a securacath. There was no patient harm reported.